Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for unspecified reason. During labratory analysis it was found that the battery depleted prematurely.